Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report a hospitalization due to low blood glucose on (B)(6) 2014. Blood glucose reading at the time of the call was 52 mg/dl. The customer stated that he thinks that the basal rate was too high and caused his blood glucose to drop during the night. The customer woke up with low blood glucose and passed out. Customer woke up in the ambulance. Customer usually experienced the low blood glucose events at work and would treat with juice or candy. The customer was admitted to the hospital and remains disconnected from the insulin pump. Health care professional at the hospital advised customer to treat with manual injections. The customer requested to have carelink set up. Nothing further reported.